Manufacturer narrative:
Evaluation summary: no device history record (DHR) review could be performed because no lot number was provided. Two used samples were received outside the original package for evaluation. A visual and functional evaluation was performed, and leaking was noticed at the connection between the cross spike and the tubing line. The reported failure mode will be treated as confirmed related to the manufacturing/production process. Root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the tubing was leaking at the connection of the spike set. There was no harm to the patient.